Manufacturer narrative:
A visual inspection was performed on the returned device. The reported material separation was confirmed. The reported difficult to remove could not be tested due to the device condition. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. It was reported that during removal of the wire, resistance with the catheter was encountered, resulting in separated polymer. Analysis of the returned device confirmed the separated polymer. Factors that may contribute to separated polymer include, but are not limited to, material properties, inadvertent handling damage, device placement technique, guiding catheter support, anatomical conditions/patient anatomical morphology, inner diameter of guide wire lumen of delivery/supporting device, outer diameter of the guide wire, condition of the guide wire, condition of the delivery/supporting device, and coagulation of blood or procedural contaminates. In this case, analysis of the wire noted bends on the distal core. Bends on the core could impact clearance with the guide catheter, resulting in resistance during removal. Manipulation of the wire, when resistance was met, could contribute to polymer separation; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion in the tibioperoneal artery. The ht command 18 st 10cm guide wire was used in a procedure; however, resistance was noted when removing the guide wire from the micro catheter and the black polymer coating stripped off the guide wire. The micro catheter was removed with the separated guide wire coating. There was no adverse patient effect and there was no clinically significant delay reported in the procedure. No additional information was provided.